Event description:
A malfunction alarm occurred after the installation of a new pacemaker. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was informed to continue using the pump and to report any future issues if they arise.